Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple times hardware low level failures alarm during self-test. Customer¿s blood glucose was 132 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low-level failures alarmed during self test and confirmed in insulin pump history with variable (12) due to software anomaly.